Manufacturer narrative:
H10: manufacturing review: per the complaint history review (chr), this is the only complaint reported for this lot number. A device history record (DHR) review is not required. Investigation summary: one hemostar d/l catheter, two adhesive dressings, two end caps, one tunneler, one introducer needle, one dilator, one dualator, one guidewire "j" tip and one airguard valved introducer peel apart sheath were returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for tunneler sheath break, as the tunneler sheath was returned in two segments. The distal end of the sheath was returned attached to the proximal end of the tunneler. The proximal end of the sheath was returned positioned loosely over the catheter. The proximal segment of the sheath was oriented backwards on the catheter. Both ends of the complete break in the tunneler sheath were jagged in one half of the break surface region and the other half of the region appeared to be smooth. The split on the larger tunneler fragment on the end opposite of the break site appeared cleanly cut with tooling damage noted next to the split. Potential contributors to the reported event and the observed tunneler sheath fracture are improper dimensional design, improper design selection, poor material selection, incomplete product qualification, effects of sterilization not accounted for, effects of shipping and handling not accounted for and excessive force used while tunneling. It is unknown if procedural, process and/or shipping/storage issues contributed to the reported event. The characteristics of the observed longitudinal split at the opposite end on the larger tunneler sheath segment are consistent with damage caused by handling with tools. However, it is unknown if the split occurred during tunneling or when the sheath was retrieved from the patient. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4 (date rec¿d by MFR). H11: g1 (MFR site), h3 (device evaluated by MFR), h6 (device code, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement the tunneler allegedly broke inside the patient. Reportedly, the tunneler was successfully retrieved and a new device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 01/2021).

Event description:
It was reported that during a dialysis catheter placement the tunneler allegedly broke inside the patient. Reportedly, the tunneler was successfully retrieved and a new device was used to complete the procedure. There was no reported patient injury.